Event description:
Patient reported electronic problems with the infusion device and returned it for inspection on (B)(6) 2012. Preliminary elevation found no e7 (electronic error) message in the history of the infusion device but during redelivery check a defective vibra-alarm was detected. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.